Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, the fse replaced the patient side manipulator 2. Following the service, the system was tested and verified as ready for use. A return material authorization (RMA) has been issued and isi has requested to have the patient side manipulator (psm) part be returned for evaluation; however, the psm has not yet been received at the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This report under patient identifier 532800 documents the first occurrence of the event on (B)(6) 2022, while the report under patient identifier 534557 documents the recurrence of the issue during the second procedure performed on (B)(6) 2022. No image or video of the procedure was provided to isi for review. Event verification via the logs confirmed the occurrence of a procedure on the reported event date of (B)(6) 2022 using system #sh1590 matching the documented event details. The logs were reviewed/analyzed as part of the intuitive surgical inc. (Isi) technical support engineer (tse) and isi field service engineer¿s (fse) investigation. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the surgeon experienced a grip issue with bipolar on patient side manipulator (psm) 2. The caller (nurse) indicated that the instrument was replaced, but the issue remained. The caller did not know if the grip was different with the same instrument on another psm. The intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the logs for the procedure on (B)(6) 2022 and found error 23007 pointing to high command velocity during system test on psm 2, axis 2. The procedure was otherwise completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was checked upon powering on, and no error occurred. The procedure was completed with the remaining 3 arms and no delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported failure. The instrument engagement/recognition issue was reproduced during visual inspection. The wrist pulley assy will be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.